Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device data was not able to be viewed in the field. Device data was downloaded via a programmer and sent to technical services (ts) for review. Data review confirmed there was a memory corruption in the device, however ts confirmed therapy was unaffected and the device appeared to be operating as intended. During a follow up approximately 13 months later, the battery longevity was noted to have decreased 35 percent over the course of one month. Device data was then sent to engineering for review. Data analysis confirmed the device exhibited premature battery depletion consistent with increased power consumption. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device data was not able to be viewed in the field. Device data was downloaded via a programmer and sent to technical services (ts) for review. Data review confirmed there was a memory corruption in the device, however ts confirmed therapy was unaffected and the device appeared to be operating as intended. During a follow up approximately 13 months later, the battery longevity was noted to have decreased 35 percent over the course of one month. Device data was then sent to engineering for review. Data analysis confirmed the device exhibited premature battery depletion consistent with increased power consumption. This device was then explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. This device also exhibited premature discharge of battery due to increased consumption. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device data was not able to be viewed in the field. Device data was downloaded via a programmer and sent to technical services (ts) for review. Data review confirmed there was a memory corruption in the device, however ts confirmed therapy was unaffected and the device appeared to be operating as intended. During a follow up approximately 13 months later, the battery longevity was noted to have decreased 35 percent over the course of one month. Device data was then sent to engineering for review. Data analysis confirmed the device exhibited premature battery depletion consistent with increased power consumption. This device was then explanted and expected to be returned for analysis. No additional adverse patient effects were reported.